Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a free flow of a non-baxter drug using an unknown secondary set prior to connection to the patient. The customer reported that the nurse attached the secondary bag and tubing to the primary set, which was loaded into an unknown pump. The nurse then programmed and started the pump and then noticed that the secondary bag appeared to be free flowing and she clamped the tubing. The nurse replaced the secondary set using the same pump and the same primary set and restarted the secondary infusion without any further problems. The nurse did not notice if the infusion was back flowing into the primary container as both solutions were clear. There was no patient involvement. Additional information was requested and is not available.